Event description:
The customer reported a touchscreen failure. There was no patient involvement.

Manufacturer narrative:
MFR received date: 13 sep 2019. Failure investigation verified the customer's complaint of touch screen out of specification. Investigation was unable to calibrate the touchscreen. Noted resistances were out of tolerance. Root cause failure was determined to be resistance drift of screen out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25jun19. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a touchscreen failure. There was no patient involvement.